Event description:
The device was applied during unspecified procedure. Reportedly, the instrument would not fired and was difficult to remove from the application site. The surgeon manually manipulated the device open without pt injury. A new device was applied to complete the procedure.